Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The company was informed that there is no additional information available about the prescribed antibiotics and painkillers. It was reported that the patient did not have infection and the patient's pain and redness have resolved after exchanging the headpiece external magnet. This is the final report.

Event description:
The company was informed that the patient was experiencing pain and redness at the implant site. The patient was reportedly treated with antibiotics (type unknown) and pain killers.